Manufacturer narrative:
The reported sensor (B)(4) and reader (B)(4) have been returned and investigated. Visual inspection has been performed. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection was performed on the sensor plug assembly and no issues were observed. Linearity testing was performed and all results were within specification. Visual inspection was performed on the returned reader and no issues were observed. Control solution testing was performed using retained test strips. All results were within range specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. The dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 222 mg/dl, 272 mg/dl, 193 mg/dl, 194 mg/dl, 199 mg/dl and 77 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.